Event description:
It was reported that the healthcare professional was unable to perform a dye study. Specific details were not provided. A catheter revision was being planned. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).